Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during the stenting treatment procedure, stent damage occurred. The target lesion is located in the left anterior descending (lad) artery. After prepping the 2.75x32mm promus element plus stent delivery system (sds) they attempted to inplant the sds but there was resistance so they decided to pull it out. After pulling the sds out they noticed that the stent was not in the center of the balloon and the distal part of the stent struts is protruding. They remove the sds and the procedure was completed with another promus element plus sds. There were no reported patient complications and the patient status post procedure was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and microscopic examination identified stent damage. There was no evidence the stent had moved on the balloon. The struts on the first row on the proximal end of the stent were raised and bent back distally over the body of the stent. The struts on the distal end of the stent were misaligned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during the stenting treatment procedure, stent damage occurred. The target lesion is located in the left anterior descending (lad) artery. After prepping the 2.75 x 32 mm promus element plus stent delivery system (sds) they attempted to inplant the sds but there was resistance so they decided to pull it out. After pulling the sds out they noticed that the stent was not in the center of the balloon and the distal part of the stent struts is protruding. They remove the sds and the procedure was completed with another promus element plus sds. There were no reported patient complications and the patient status post procedure was stable.